Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that a month after the dental implants were installed in intraoral regions #19, #20, and #29 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii.